Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine device change for eri. During the procedure, it was noted that the left ventricular lead had high threshold and the lead was displaced from its original position. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: the lead was capped and replaced on (B)(6)2018, not explanted.

Event description:
New information available on 11/13/2018 states that, the lead was capped and replaced on (B)(6)2018, not explanted.